Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined in this event. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined in this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a mean pressure gradient of 2mmhg. The first clip (00616u319) was inserted and was attempted to be advanced into the left ventricle (lv). However, one of the gripper arms became caught on the anterior leaflet. In an attempt to remove the clip from the anterior leaflet, the physician cycled the grippers. However, this was unsuccessful. Although the clip remained stuck on the anterior leaflet, the physician was able to successfully grasp the posterior leaflet. Even though the gripper was initially caught on the anterior leaflet, the physician felt as though he was able to get a good grasp of both leaflets. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the clip, an ntw clip was inserted and the leaflets were grasped. However, the physician did not implant the clip because the clip arms were not long enough to affect mr. The ntw clip was removed and two additional clips (xtw and xt) were successfully implanted, stabilizing the slda and reducing mr to a grade of 2-3. However, after the procedure, the mean pressure gradient increased to a grade of 6mmhg. There was no clinically significant delay in the procedure. No additional information was provided.